Event description:
It was reported that during an esophageal stenting treatment procedure, the stent suture was broken. The target lesion was "flexed to a right angle" and distal to the previously implanted stents. An unspecified scope was passed through the target area. A jagwire guide wire was advanced to the target area. The scope was removed. The physician attempted to advance a stent to treat the target lesion; however, the physician encountered "difficulty" in crossing the lesion. The physician was eventually able to cross the target lesion. The physician attempted to pull the suture but encountered "significant resistance". The physician pulled the suture "without change" and the suture was cut "in the delivery system". The procedure was completed with a covered ultraflex 15cm distal stent. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.